Event description:
It was reported by the patient that ¿about seven days¿ after the first implant he ¿had gotten blood clots in his lungs that put him in the ICU for 27 days.¿ the patient noted that he ¿almost died due to large blood clots in both lungs.¿ the patient stated that he was told he had a disease called ¿anti fossil lipid syndrome¿ which caused the patient to have blood clots. The patient stated that while in the ICU, he was given novanox which was a type of blood thinner at a ¿high dose.¿ the patient stated prior to the second implant, the patient changed doctors and the patient was sent to the cancer center of the university of (B)(6). It was noted that ¿they¿ did tests and ¿pulled 60 vials of blood.¿ it was noted that it was determined that the patient did not have the ¿anti fossil lipid syndrome.¿ it was noted that the patient was ¿taking blood thinner for 13 months, was taking three syringes of two cc per day prior to finding out he did not have the disease.¿ it was noted that ¿they¿ were ¿weaning¿ the patient off of the medication. The patient stated that prior to having surgery ¿they¿ had given the patient three injections 36 hours prior to the surgery of novanox. It was noted that after surgery the patient would go back to the family doctor ¿to put him on blood thinners until the patient was up and mobile.¿ the patient stated that he found out later that they never had this disease and they were never born with it. The patient noted that because of the wrong diagnosis the patient¿s insurance did not want to cover the medical costs and that the stay was not related to the implant but an existing disease. Additional information was requested but was not available at the date of this report. See report # 3004209178-2014-09571 for the device explant/surgery.

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4). Analysis of the ins will occur in report # 3004209178-2014-09571.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.